Event description:
It was reported that when the amplatz guide wire was opened prior to a stenting treatment procedure, the coating peeled off the wire. The device was not used during the procedure. No pt injuries or complications were reported.